Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead became extrinsically distorted due to pulling/stretching/ overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead became extrinsically distorted due to pulling/stretching /overstress. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the outer insulation is stretched at 28cm and buckled, lead does not pass introducer test. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. No further helix testing possible.

Event description:
It was reported that during an implant procedure the lead was difficult to place experiencing multiple dislodgements. Concern about the helix was noted. The lead was explanted and a different lead was used. No patient complications have been reported as a result of this event.